Event description:
When opening trays for case, scrub tech noticed sticky film on the handle which came off on the tech's glove. Handle was removed from field and a new set was opened to perform the case (no patient in room at time of discovery). After case concluded, all other sets were opened and inspected and additional handles were identified with same issue of sticky film on handles and were removed from use accordingly, each is being returned for evaluation.

Manufacturer narrative:
Reported event: an event regarding a sticky handle involving a patella caliper was reported. Review of the device history records indicates (B)(4) devices were manufactured and accepted into final stock between 27-apr-2006 and 16-aug-2006 with no reported discrepancies. Conclusion: a visual inspection of the returned device confirms the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.